Event description:
It was reported during a laparoscopic cholecystectomy the clips fell out of an er420 on three different occasions. There was no consequence to the pt.

Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon the inquiry information received, the visual examination and the functional testing, no conclusion could be reached as to what may have caused the rported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated.